Event description:
"The patient aneurysm continued to expand and an endoleak was detected. The physicians determine the patient would be best served with an explant of the relay plus and a surgical repair. As it relates to the graft that was explanted, the physician informed me that upon explant the graft had no abnormalities or defects. Unfortunately, the graft was discarded during the case." Patient outcome: "the patient is in ICU recovering from the surgery as of 2:00pm on (B)(6) 2020."

Event description:
"The patient aneurysm continued to expand and an endoleak was detected. The physicians determine the patient would be best served with an explant of the relay plus and a surgical repair. As it relates to the graft that was explanted, the physician informed me that upon explant the graft had no abnormalities or defects. Unfortunately, the graft was discarded during the case." Patient outcome: "the patient is in ICU recovering from the surgery as of 2:00 pm on (B)(6) 2020."